Manufacturer narrative:
The information is not provided as per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been s submitted.

Event description:
It was reported that the intraocular lens (iol) came out of the cartridge damaged, one haptic was missing. Therefore, the surgeon removed the lens out of the eye, and replaced it with another lens of the same diopter. The lens was fairly easy to remove after minimally enlarging the wound. It was reported that there was no patient injury. The patient has fully recovered. No further details were provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: 08 february 2022 . Section h3. Device evaluated manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned for evaluation. Product evaluation was performed. The complaint issue (haptic detached) could be confirmed; however, it may be attributed to handling during insertion, and cannot be confirmed to be related to a manufacturing issue. Inspection of the smartload revealed no additional issues with the returned product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the health effect - clinical code (4582) was inadvertently entered in the initial MDR report for the reported incision enlargement which is incorrect. The information has been corrected in this supplemental MDR report and the following field was updated accordingly: section h6: health effect - clinical code: 4581 -this code was used for the reported incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.